Event description:
The pt was attempting to change his lvad from his battery power to wall power. In doing so, he connected the cords improperly, triggering an alarm. His attempts to troubleshoot the problem (which he made without calling the vad team) resulted in loss of power to the vad, ultimately leading to cardiac arrest.